Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow up. Interrogation of the device revealed that there was noise on the right atrial lead causing some episodes of automatic mode switch. The patient was in stable condition and would continue to be monitored.

Manufacturer narrative:
Correction - additional h6 device code added.